Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room for cardiac arrest for an unknown reason and was hospitalized. A remote interrogation was performed which found atrial tachy response (atr) episodes with undersensing of the patient's atrial fibrillation (af). Non-detection of the patient's r waves was also observed. Boston scientific technical services (ts) was consulted and discussed that the sensitivity was programmed with automatic gain control and with the non-detection they would suggest reprogramming it to fixed sensitivity since the patient is pacemaker dependent and paces 100 percent in the ventricle. Ts also recommended reprogramming the atrial sensitivity. The patient's wife contacted patient services over a week after and discussed the situation. She noted that the patient was monitored for a day and released. Since being released the patient has had no further symptoms. The field representative noted that he saw the patient a week later in regular clinic follow-up and adjusted the right atrial (ra) sensing parameters. The pacemaker remains in service and no additional adverse patient effects were reported.